Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use and servicing and design errors. The issue related to the crack of the saw head has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling tool side of the battery oscillator device was out of specification. It was further determined that the motor power was too low and the trigger was blocked, jammed and was moving heavily. It was further determined that the saw head had a crack, the motor was defective and the device did not function. It was further determined that the device failed pretest for check oscillation frequency. Minimum 10800 - 14200 oscillation/minute, check trigger and ecu (electric control unit) function, functional test and check saw blade coupling. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.